Event description:
It was reported to medtronic minimed that the customer experienced battery loss. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported receiving replace battery alert/replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. The pump passed the active current measurement test and self test. The pump had high sleep current. In further checking of the pump history records: battery cycle 1.0 received the lowbatteryalert (104) on (B)(6) 2025 2:56:00 am faster than expected at 5.37 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 3:26:00 pm faster than expected at 5.16 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2024 11:38:00 am faster than expected at 4.59 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus. Perform the history review 1 week prior to the event date 29-jan-2025 in the pump history file and found 2 lost sensor 1 alert (780) on (B)(6) 2025 and 1 low battery alert (104) on (B)(6) 2025 at 20:48:00.000. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 243 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 2:05:00 am. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. Pump was cut open to perform visual inspection and found corroded pcba1 and pcba2. The motor had moisture damage. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had high sleep current. Using a test pcba 2 and the original pcba 1, the pump had high sleep current. The pump had high sleep current due to corroded electronic assembly. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss (replace battery now alarm) confirmed due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.